Event description:
The customer reported that the system displayed an interlock failure error message. This error may cause the system to shut down uncommanded. There is no report of pt injury.

Manufacturer narrative:
A ge rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.